Event description:
Customer reported that they attached the needle to the syringe to draw up medications and when they went to remove the needle, the part that connects to the syringe snapped off from needle. This prevented the ability to use the syringe to administer medication. Photo provided.

Manufacturer narrative:
Based on the investigation performed, the complaint is confirmed. Presumably, this was caused by a manufacturing issue that resulted in insufficient welding of the two subcomponents. However, due to the lack of lot information, additional investigation is unable to be performed at the manufacturing site. If lot info becomes available, additional investigation shall be performed. Additionally, no trends related to this issue have been identified during our track-and-trend analysis.based on the determined risk priority number, the residual risk related to the complaint is considered acceptable. Sol millenniumcontinues to monitor this kind of issue.